Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous and heavily calcified de novo distal left circumflex artery. After lesion predilatation, a 2.5 x 18 mm xience alpine stent was implanted, resulting in a proximal edge dissection. Therefore, another 2.5 x 18 mm xience alpine stent was implanted to treat the dissection. There was no adverse patient sequela reported. No additional information was provided.